Event description:
The patient went to her health care provider last friday and met with a company representative. At the appointment, the patient requested that the company representative reprogram her device because at the beginning she had stimulation set at a higher setting than what she currently needs. The patient was told she could go home and do that herself, so she did. When the patient got home from the appointment, she changed settings for the different positions, but the settings still revert back to the setting at the high level. Then that night, the patient didn¿t know what happened but she had woken up on the floor next to her bed, cold; she believed she had been there for a while. The patient must of fell out of bed and hit her head or something and knocked herself out. When the patient woke up like this, she struggled to get back into bed. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).